Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device displayed a battery depletion error and the clinician was unable to interrogate the device. Boston scientific technical services (ts) was contacted for assistance and advised further troubleshooting options. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time, no further information is available.this report will be updated should further information be received.

Event description:
Additional information received clarified that the device did now display any errors. The patient reported the device had started emitting beeping tones over a year ago. The clinician suspects there was premature battery depletion as the device displayed a longevity remaining estimate of several years and at the most recent follow-up appointment, the clinician was unable to interrogate the device. The patient went to a different physician so the clinician was unable to provide resolution details. At a later date, the patient contacted boston scientific technical services (ts) regarding the previously reported observations. Ts referred the patient to their physician to discuss replacing their device. This device remains in service. No adverse patient effects were reported.